Event description:
The site contacted berlin heart clinical affairs (ca) to inform that at around 2;00 am, the bedside nurse heard a hissing noise coming from the driveline and crack was found near the connection at the pump.the crack was temporarily reinforced by placing a tape around the crack. According to the site, the pump maintained complete fill and ejection, and the patient remained hemodynamically stable. The drive line was exchanged without any incident.

Manufacturer narrative:
The drive line lot number 00132485, was used from (B)(6) 2023 to (B)(6) 2024 ( 306 days). We have reviewed the production records of the excor driving tube lot no. 00132485. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
The excor driving tube lot no. 00132485, was in use on the patient for 92 days until the exchange of the driving tube. On 2024-03-04 the driving tube in question was returned to berlin heart gmbh for investigation. During the initial visual inspection of the returned driving tube, the crack described in the driving tube was detected. The crack was located directly at the pump connection and other cracks were also found. This is the second case on the same patient. The crack is in the same area, like the first case (3004582654-2023-00037). The overall appearance of the damage indicates a strong bending that occurred directly at the pump connection. According to the information provided by the site, the patient was very active. Therefore, it is most likely that the damage was caused due to excessive external forces.